Manufacturer narrative:
Insulin pump received with minor scratched lcd window and cracked case at the display window corners. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had crack. Customer stated that on the top of the pump by the up and down arrow there was a crack that starts from the corner of the screen at the top. The other crack was by where you put the reservoir in. Customer also mentioned that reservoir was unable to lock in place. Customer's blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return foe analysis.